Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported cause was determined to be loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of seven of peritoneal dialysis therapy. The patient stated that they thought there was a loose connection, but they were not certain. The alarm was resolved by cycling power to the homechoice device. The patient stated that they reprogrammed therapy to complete their last two cycles. There was no patient injury or medical intervention associated with this event. No additional information is available.